Manufacturer narrative:
Results: the smart coil pusher assembly was fractured approximately 2.5 cm from the proximal end. The remainder of the pusher assembly, including the braided shaft and hypo tube, were undamaged. The pull-wire was contained within the distal detachment tip (ddt) alignment feature. The ddt was occluded with dried blood. The smart coil embolization coil was no longer attached to the pusher assembly and was not returned for investigation. The returned smart coil detachment handle was undamaged. After all visual and functional analysis, a small amount of bleach was used to clean the ddt of coagulated blood. No abnormalities were observed when the clotted blood was cleared. Conclusions: evaluation of the returned smart coil revealed a broken pusher assembly and a detached embolization coil. It was reported that the embolization coil could not be detached during the procedure; therefore additional manipulation may have occurred between the event and when the smart coil was returned which resulted in detachment. The cause of the reported complaint could not be determined due to the damage done to the pusher assembly, and the embolization coil having been detached before return to penumbra. Evaluation of the detachment handle revealed a fully functional device. The detachment handle likely did not cause or contribute to the reported complaint. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and, a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil in the ruptured aneurysm and used the handle to detach it; however, the smart coil failed to detach. It was reported that only one to three millimeters of the black alignment zone (pet lock) was separated, and the smart coil failed to detach after multiple attempts of using the handle. The physician then attempted to manually detach the smart coil by hand and with a needle driver, including removing part of the pusher assembly for greater access to the pull wire but the smart coil would not detach. Therefore, the smart coil was removed. The procedure was completed other coils and the same microcatheter. There was no report of an adverse effect to the patient.